Event description:
Complainant alleged that during training by facility staff the device would take 1-2 mins for the screen to display info. The complainant indicated that there was no pt involvement in the reported failure.